Event description:
Correction of the previous event description: the event of low sensing was observed on the right ventricular lead was observed in addition to the loss of capture that was previously reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up with complaints of fatigue and a slow heart rate. Upon investigation, there was loss of capture on the right ventricular (rv) lead resulting in loss of pacing. The device was reprogrammed to resolve the event and the patient was in stable condition.